Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the titan classic implant was not pumping, and the physician reported a leak on the device. The device was explanted and replaced. It was noted that the tubing had broken.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of the cylinders. A group of striations, indicating contact with unshod instrumentation, was noted on both exhaust tubes of the cylinders. These are sites of leakage. The device components were received detached. Examination of the surfaces of the tube detachment ends revealed markings indicating contact with sharp instrumentation across the entire cross-sectional surface. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed damage occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, it was concluded that the damage most likely occurred during or after explant. This damage is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the titan classic implant was not pumping, and the physician reported a leak on the device. The device was explanted and replaced. It was noted that the tubing had broken.